Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-02512 and 9616099-2007-02513. Additional information will be submitted upon 30 days of receipt.

Event description:
During an eight-month follow-up angio control revealed two sub occluded vessels (right coronary artery and left anterior descending branch) and 50% stenosis in the circumflex. The patient was taken to another hospital to plan for a coronary artery bypass graft. The patient was admitted with silent ischemia in 2007 with lesions in the proximal and mid coronary artery. The lesion was pre-dilated with a 1.2 x 15mm balloon at 20 atm. Then a 3.5 x 18mm bx sonic stent and a 3.0 x 28mm bx sonic stent were implanted at 15 atm.